Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not charge or boot. The device was opened and a defective battery was found. There was no data to review or connect the defective battery to the patients complaint. The patients complaint of the device ceased to function was undetermined. A probable cause could not be determined via product.